Manufacturer narrative:
The pump passed the error, displacement, and self tests. No unexpected alarms were noted. However, the pump had minor scratches on the lcd window, and a corroded battery tube.

Event description:
It was reported that the insulin pump alarmed unexpected restart and external error. Customer's blood glucose was 321 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.